Manufacturer narrative:
The company representative observed the iabp shutdown on the last journal. The company representative replaced the drive manifold (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit, and therapy was continued. No patient injury was reported.